Event description:
It was reported that there was an occlusion problem. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged battery compartment and a damaged dso seal. 'Downstream occlusion' alarms were found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.